Event description:
It is reported that the pt underwent a two stage revision due to infection. The devices were removed on (B)(6) 2005 and an antibiotic spacer was placed. On (B)(6) 2005, an irrigation and debridement was performed. The final components were implanted on (B)(6) 2005.

Manufacturer narrative:
This report will be amended when our investigation is complete.